Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during the set up and inspection for a real intelligence cori assisted tka surgery, it was noticed that the bur would not go all the way into one (1) real intelligence robotic drill. They disassembled the ri robotic drill and tried reassembling. One (1) ri robotic drill attachment would not lock on. They tried the other ri robotic drill attachment and a small cylindrical piece of metal fell out of it, and there was a shaking noise. They went back to the previous ri robotic drill attachment and realized that the silver ring that is supposed to be on the ri robotic drill where the long attachment connects was stuck inside of it. They were unable to get the ring out of the ri robotic drill attachment to try to put it back on the ri robotic drill. It is still stuck. The procedure was completed without delay with a change in surgical technique by using manual instrumentation. No injuries were reported as a result.